Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/22/2018, that on approximately (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient stated that a skin reaction occurred on the abdomen over one year ago. Patient saw a doctor, who suggested the patient use pepto bismol on the rash site. Exact date of medical intervention was not provided. No additional event or patient information is available.